Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, balloon ruptured. And blood entered the cs300 intra-aortic balloon pump (iabp). No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse removed and replaced the affected parts contaminated by blood: purge valve assembly, fill manifold assembly, transducer block assembly, condensate removal module, tubing, 1/16¿ ID polyurethane, male luer fitting, and blood detect tubing assembly.

Event description:
N/a.